Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead, the impedance values were within expected ranges until connected to the device which showed high impedance and it was further noted that there was a possible lead fracture. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The lead was extrinsically cut but not breached and the outer insulation of the lead was observed to have blood ingression. The visual summary analysis of the lead indicated damage at implant.